Event description:
It was reported this patient was seen during a normal follow up appointment and an automatic lead safety switch (lss) from bipolar to unipolar mode was observed. The physician performed isometrics in bipolar mode and high, out of range (>3000 ohms) pacing impedance was noted from the right atrial (ra) and right ventricular (rv) lead. Diagnostic imaging was performed which confirmed the ra and rv leads had damage due to clavicular crush. A lead revision procedure is anticipated to resolve the event. At this time, the ra and rv leads remain implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported this patient was seen during a normal follow up appointment and an automatic lead safety switch (lss) from bipolar to unipolar mode was observed. The physician performed isometrics in bipolar mode and high, out of range (>3000 ohms) pacing impedance was noted from the right atrial (ra) and right ventricular (rv) lead. Diagnostic imaging was performed which confirmed the ra and rv leads had damage due to clavicular crush. The physician elected to explant and replace the right ventricular (rv) lead. The ra lead was also capped and abandoned. The patient was stable with no additional adverse consequences. The rv lead was discarded and will not be returned for evaluation and the ra lead remains implanted, but capped and out of service.